Event description:
Customer reported that the sensor was reading below 60 mg/dl and then shut off the insulin. Customer woke up with high and the sensor was reading 60 mg/dl when her blood glucose readings were really between 200 mg/dl and 500 mg/dl. Customer stated that the insulin pump continued to suspend because the sensor readings were not changing. Customer also mentioned receiving a weak signal. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.